Event description:
The customer returned an additional eva intravenous therapy container for evaluation. During visual inspection and functional testing, a leak was observed at the administration port. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received and evaluated against the reported condition of a leak. This device was visually and functionally tested. The reported problem was confirmed through the leak test. The cause was determined to be related to a machinery issue during the manufacturing process. As a result, corrective maintenance and leak test validation were performed on the machine. Should additional relevant information become available, a supplemental report will be submitted.